Event description:
Additional information was received from the patient (pt). They reported that the circumstances were that their implant was recharging longer than usual even though they had not change their activity or programming. To resolve this, pt decided to charge more often rather than sit for 2-3 hours at a time. Pt reported that they called in and got a replacement external device, and this resolved the issue. Pt noted they were now getting an "eri" message and was scheduled to see their physician to address it.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), product type recharger product ID 37751 lot# serial# (B)(6), product type recharger h3: analysis found no anomalies were visually observed. Replaced cable assembly due to frayed cord. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37761; serial# (B)(6). Product type recharger; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain indications. It was reported that on friday night the patient was trying to charge their implant but the recharger wouldn't let them. The patient stated they went online to look at the screen library and saw the screens for recharger battery low and charge the recharger. The patient stated the other screen they get was reposition the antenna. The patient added that it has been taking them longer to charge the implant so they recharge every day or every other day so they don't have to sit as long. The patient noted it takes 2.5 hours to charge to full. The manufacturer's patient services specialist (pss) had the patient examine the equipment for damage; the patient confirmed that there was no visible damage. The patient connected the desktop charger to an outlet and confirmed the green light was lit up. The patient then connected the desktop charger to the recharger and noted the connection wiggled a little bit, but not the way it did a couple years ago when the metal piece fell off. The patient commented it beeped when they plugged it in. The patient saw recharger battery low and could not get the recharger charging screen to appear. The issue was not resolved. No patient symptoms were reported. A replacement desktop charger was sent out.